Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had right ventricular (rv) failure and was placed on a veno-arterial extracorporeal membrane oxygenation (va ECMO) via central cannulation (right atrium to aorta) on (B)(6) 2020. The source of the rv failure was unknown. The surgeon switched cannulation to the right atrium and pulmonary artery for the rvad support to better provide preload to the heartmate 3 lvad on (B)(6) 2020. This was due to the lvad experiencing low flow alarms caused by lack of left ventricular filling from the va ECMO support. Following switch to rvad support, heartmate 3 pump parameters improved significantly with speed set at 5600 rpm, flow 5.0 lpm, pi 1.5, and power 4.3 w, with no heartmate 3 lvad issues to note and no further low flow alarms. However, patient clinical status did not improve and family decided to withdraw support on (B)(6) 2020, and turned off heartmate 3 and ECMO system. Patient expired on (B)(6) 2020. No autopsy was performed and the cause of death was suspected to be gastrointestinal ischemia per clinician. Heartmate 3 lvad pump was not explanted. Heartmate 3 functioned as intended and death not thought to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient¿s expiration cannot be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure cannot be conclusively determined through this investigation. Although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow events were related to a lack of ventricular filling from venous arterial extracorporeal membrane oxygenation (va ECMO) support. Treatment was provided and no further low flow events have been reported at this time. The heartmate 3 lvas IFU lists death and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ speed, power, flow, and pulsatility index are discussed in section 1 of the IFU. The system monitor section describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.